Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had emergency medical service due to low blood glucose of 40mg/dl in september. Customer¿s current blood glucose was 109mg/dl. Customer was treated with glucagon. Customer declined troubleshoot for low blood glucose. Customer also reports that they had bent needle and broken belt clip. Sensor will be return for analysis and insulin pump will not be return for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. No bent cannula was observed during analysis.

Event description:
It was reported that low blood glucose level was in (B)(6) 2017.

Manufacturer narrative:
(B)(4).